Manufacturer narrative:
The root cause to this incident is user induced as the system tube was angled improperly to complete the necessary exposure. At this time, the correction is to provide additional clinical training to the site to ensure this does not occur in the future. Currently, no additional information has been received on the patient's state. Any additional information will be provided in a follow-up report.

Event description:
Per a field service representative who received information from the customer, a technician was angling the system tube down and auto-aligned the stand, which in turn, went down as low as it would go. A patient was standing in front of the stand and it collided into the patient's feet.